Manufacturer narrative:
Correction to h1 of the initial report. Serious injury was inadvertently selected. Malfunction was added. Correction to h6 "health effect - impact code" on the initial report was inadvertently selected as 4652 - exposure to contaminated device/risk of infection. 2199 - no health consequences or impact was added. This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: biopsy channel (ch)/suction ch. Cfu: 1cfu/ml bacterial identification: staphylococcus warneri. Sampling date: (B)(6) 2023. Sampling from: distal end. Cfu: no detection (n.d.). Bacterial identification: n.d. Sampling date: (B)(6) 2023. Sampling from: biopsy ch/suction ch. Cfu: 0cfu/ml. Bacterial identification: no detection. Sampling date: (B)(6) 2023. Sampling from: distal end. Cfu: n.d. Bacterial identification: no detection. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera ii bronchovideoscope was used on several patients who had enterobacter in the ¿lma¿. Further tests for microbiological cultures and possible patient infection is pending. Additional information regarding the event, the additional devices contaminated, and patient infection have been requested but unavailable at the time of the report. No patient harm reported.